Event description:
On 2/18/98, the account reported a false negative bhcg result of <2 mlu/ml, which was run on an axsym analyzer. According to the account, a flag or error message was not given with the erratic result. The customer was testing a new qualitative kit against the instrument and the kit gave a positive result. The pt sample was then repeated on the axsym and gave 102 mlu/ml straight and 61.09 mlu/ml diluted. The sample also gave a result of 102 mlu/ml on another axsym. No report of any injury.